Manufacturer narrative:
H6: code 515 ¿ tubular support placed inside a blood vessel, canal, or duct to aid healing or relieve an obstruction.

Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of a ulcer-like projection (ulp) that was located above the celiac artery using gore® excluder® aaa aortic extender endoprosthesis(cuff). It was observed that the distal side of the first cuff entered the ulp, hence, the second cuff was deployed. However, the celiac artery was unintentionally covered by the second cuff. A bare metal stent was placed at the celiac artery. The patient tolerated the procedure. Reportedly, the distal neck was short.